Manufacturer narrative:
(B)(4). The customer was advised of and sent the manufacturer's directions for use for this product which state that product is to be replaced every 30 days. The tracheostomy tube associated with this event had been in use between six weeks to three months. No samples are being returned for evaluation.

Manufacturer narrative:
(B)(4). This follow-up is being submitted for correction to previous narratives. The product was reported to have been used from six weeks to three months. The customer was emailed product instructions for use (IFU), which states ¿usage should not exceed twenty-nine (29) days.' The customer could not provide a lot number or sample. Three samples were taken from stock for investigation. The samples were inflated and deflated and no issues were found. The samples were leak tested and no issues were found. The reported defect could not be detected on the samples that were inspected. The most probable root cause for this malfunction is that the device came in contact with a sharp utensil or object.

Event description:
It was reported that the customer has a tracheostomy tube with a disposable inner cannula and the cuff on the tracheostomy tube 'pops' after which the patient feels air and secretions leaking. The patient was recannulated without any reported harm or injury. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). The customer could not provide a lot number or sample. Manufacturing samples were leak tested under water, deflated and inflated mutliple times and functioned as intended. The customer reported defect could not be duplicated. The manufacturing guidelines and controls were reviewed and found effective to detect this type of failure mode. The reported malfunction is not related to the manufacturing process.